Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad battery which delayed the syringe pump from being set up for service. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the bad battery would be the battery is not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.